Event description:
The patient received an acetabular cup on (B)(6) 2007 and experienced infection in (B)(6) 2011. On (B)(6) 2011, patient underwent revision surgery where the implants were removed and antibiotic spacer was implanted. It was alleged that patient had bone loss because of loosening and that the cup had "worked itself deeper into the pelvis." It was also alleged that tissue damage "reflecting a metal hypersensitivity reaction" was observed. The antibiotic spacer was removed and permanent components implanted on (B)(6) 2012.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Furthermore there is no information that would correlate the mentioned infection with system. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation could eventually suggest that this case could be related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).